Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital due to diabetic ketoacidosis. The customer's blood glucose (bg) level was 550 mg/dl. And was treated with intravenous drip. Contact reported that the cause of the hospitalization was due to the customer not checking bg level regularly and not correcting for high bg. Additionally, the customer was not using the pump to bolus. The customer discharge date was not provided and no additional information was provided.

Manufacturer narrative:
Multiple follow up attempts were made to obtain additional information, such as customer's hospital discharge status. However, the customer did not respond.